Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. Updated fields: d8, d9, g3, h2, h3, h4, h6 and h10. The customer returned the camera head to olympus for the issue of a visible vertical line in the image. The subject device was inspected, and the issue was confirmed. Due to poor contact of camera unit, it could not be connected to the scope. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on completed investigation.

Manufacturer narrative:
E1 facility/hospital name: (B)(6). To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had vertical line visible in the image. The issue was found during installation training. There was no patient involvement.